Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, the technical support informed to check the connection but most likely they are having issues with the uim (user interface module). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator experienced display on unit going blank when unit is on. The customer confirmed that there was no patient involvement associated with the reported event.